Event description:
On (B)(6) 2013, the pt was implanted with a gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. It was reported the physician was performing a "snorkel" procedure. There were two gore viabahn endoprostheses put in place, but not deployed. The tgu313115 device was put in place and deployed. The case was successful and there were no reported pt anatomy anomalies. The aneurysm was excluded and the pt tolerated the procedure. On (B)(6) 2013, the pt expired. The cause of death is unk and there was no autopsy performed.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions: the conformable gore tag thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include death.